Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on xarelto for a post procedure medication regiment. The patient came in for their 45 day follow up procedure and it was noted that there was a device related thrombus present. There was no intervention performed for this. The patients medication regiment was switched from xarelto to warfarin.